Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the distal tip of the 4.5mm cannulated drill had broken off proximal to the 15mm laser mark. The breakage point was noted to be uneven, with metal gouges along the ID of the cannulated drill. On the device there are no signs of failures from prying/leveraging or torquing. The cause of the event is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle procedure, as the surgeon was drilling with the 4.5 mm cannulated drill, the tip broke off and was unable to be retrieved from the joint. Reporter has no further details. Additional information provided 7/25/2018: surgeon tried to retrieve the tip of the drill, but he decided to leave the broken fragments in patient body.